Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that as of (B)(6) 2025 the ins replacement surgery had not yet been scheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were experiencing communication problems between the patient programmer and the charger with their ins; there were problems with telemetry. Because the description during the phone call was not clear, the patient was asked for a video that shows only the programmer, while he tries to communicate with the ins at a distance of 15-20 cm and when he then puts the programmer directly on top of the battery. Following the problem reported during charging, they were also asked to make a short video of the programmer's only, showing how the position of the programmer affects the quality of charging. No patient complications have been reported as a result of this event. Additional information was received. It was reported that, in a voice message, the patient stated that the controller of her ins was not working as intended and that she has difficulties with recharging the battery. The patient claims that the problem relies in her patient programmer which is not able to establish communication with the implanted ins. She states that she contacted medtronic to have a new controller, however, she received a new recharger (rtm). She has issues with recharging the battery and because of that, the battery is left most of the time off. During the call the patient services agent had with the patient, the patient stated that in order to communicate with the implanted ins, the patient has to place the controller on top of the battery (long distance telemetry not working). Besides the patient claims that the recharger doesn¿t charge the implanted battery unless the controller is placed over/close proximity of the implanted battery. While speaking with the patient, it came clear that the healthcare provider (hcp) did not identify any issue in functionality of the external devices. Besides, considering that both the patient programmer and the recharger were recently changed, the patient services agent started suspecting that the patient was not using the controller/recharger properly, leading her to believe they were not working. To better understand what it is going on, the patient services agent asked the patient to send us a video where she shows that no distant telemetry can be established, and recharging can only be done while keeping the controller in proximity of the battery. They were waiting for the patient's feedback. Additional information was received. The patient reported that they provided the video where they show that the remote control does not detect the device either with the charge plate or without. Additional information was received. It was reported that patient services reassured the patient that the system is functioning correctly. In the event of a malfunction, the charger or remote would display an error message, which is not seen at any point in your video. Patient services highlighted two critical aspects for the correct use of the charger and remote control. Regarding the charger, it is essential that the charging plate is positioned directly over the neurostimulator. A greater distance reduces the quality of the charge, eventually making the charger unable to detect the implanted battery, as observed at the beginning and end of the video when the charging plate is positioned elsewhere. The position of the plate relative to the implanted battery is unclear in the video. Additionally, it seems that the neurostimulator is positioned on the shoulder, making precise placement of the charger challenging. Patient services suggested having someone assist the patient in positioning the charging plate over the neurostimulator. They recommend using a t-shirt or a thin fabric between the skin and the p late. The plate must be completely resting on the neurostimulator. Regarding the remote control, it can communicate with the neurostimulator when it is within one meter of the implanted battery, and from the video, this appears to be the case. The remote control I ndicates that the neurostimulator is discharged, confirming successful communication. In summary, neither the charger nor the remote control show error messages in the video, indicating that the systems are functioning as expected. The inability of the charger to locate the neurostimulator could be due to a suboptimal position of the plate at the time the video was recorded. The recommendation is to position the charger optimally on the neurostimulator, minimizing the distance between the two. Additional information was received. It was reported that in the video the patient describes step by step what she is doing. After placing the recharger antenna on the battery she says that despite the fact that the recharger is less than 50cm in distance from the battery, the device cannot be found. She shows that the rtm cannot find the device. The she removes the antenna from the position behind the neck and unplug it from the controller. The controller finds the battery as expected. At the end there is again the screen 16. Additional information was received. Images confirming a no device found message, and screen 50 showing charge strength of 91 rec¿d. The patient inquired about the video they had sent and stated that the controller problems still exist and that they cannot continue like this. They asked what was not clear about the video they made, and that it is impossible for me to load the system because it does not detect the device. It's been more than a month since they were able to charge. They have had this system since 2021 they were displeased with the troubleshooting steps provided not providing a concrete solution. It doesn't even work within a meter. They stated that if you do not solve this problem after 65,000 euros of cost, they will have to take serious measures. Before they didn't have these problems, they changed more controllers because they gave them problems, but the patient stated that they were not responsible for this. Also, until two months ago this problem did not occur because the controller was working properly. Technical services stated that as per the previous email, the programmer and loader are both working as expected. Changing one or both devices will not lead to the resolution of its problem but to its reiteration. As mentioned, and it seems to me you are perfectly informed, the charging plate must be above the battery a few centimeters away. If placed one meter, or a little less as mentioned, charging does not work. The fact that the charger does not find the battery could be due to a non-optimal position of the plate on the ins. In addition to the resolution proposed in the previous email, it was recommended that they follow the instructions below; put the charging plate on the ins, exactly as you did in the past when it worked, when the programmer shows the "device not found" screen, click on "recharge". At this point, the screen below (screen 50) should appear where numbers will appear. At this point, and as requested by the charger, he will have to place the plate on the ins in the position that will give the largest number. Once the higher number is given, you will need to hold the straightener in that position for 10 minutes. After a while, the charger should switch to a normal charging phase. If this does not happen, try again for at least 3 more times. A video call to resolve this issue was offered for 2 025-may-28. Additional information received stated that the cause of the communication and charging issues were not determined. It was noted that a manufacturer representative was trying to set up a call with the patient to verify that the recharger antenna was correctly placed on the implantable neurostimulator (ins) site and to verify the recharging coupling quality. There remained no complications reported or anticipated. Additional information received from the patient's caregiver. The patient's caregiver noted that the patient didn't receive an invite for having a videocall. 3 different dates were proposed with the intent to resolve the issue. Additional information was received from the manufacturer representative (rep) reporting that they tried to fix an appointment with the patient, but they haven¿t heard from her ever since. At present, the rep couldn¿t do any troubleshooting and has no feedback from the patient. Despite the multiple attempts to resolve the issue the patient didn¿t reach out the rep to have the problem solved. Additional information received from the consumer reported that long distance telemetry cannot be established with the ins. Additional information was received from the manufacturer representative (rep) reporting that during the follow-up with the patient, they were able to confirm that remote telemetry (tel-m) could not be established either with the patient controller or with the communicator. Specifically, charging could only be done by keeping the patient controller on the battery. If the patient controller was moved away, charging was interrupted and indicated that it could not find any device. The patient controller can communicate with the ins only when it was on the battery. If the patient controller was moved away, telemetry was lost. The rep tried twice to reset the ins using the patient controller, but the issue persisted. When tried to communicate with the tablet, the connection was lost whenever the communicator was moved away from the ins. Technical services concluded that everything suggests the problem is due to a malfunction of the long-range telemetry module (tel-m) in the ins. To resolve this, the ins needs to be replaced.